Manufacturer narrative:
Catheter model 8709sc, lot# n189572003, implanted: 2009 (B)(6), explanted: unk; programmer model 8840, serial# unk.

Event description:
Healthcare provider (hcp) wanted a 10% overall increase in dose, and changed the total daily dose setting by 10% without changing the single step. This resulted in the patient's basal rate being higher than it should. The error was realized after the pump was updated and device troubleshooting was done in order to fix the programming to increase each step and the basal by 10%. It was later reported that the drug delivered baclofen (kind unknown) conc. 500 mcg/ml at a daily dose of 48.31 mcg.

Manufacturer narrative:
(B)(4).